Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter first & last name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic was separated from the optic and could not be fixed in the eye. Issue was observed while the iol was implanted into the patient's operative eye. The lens was immediately replaced with a new iol. The surgery was completed successfully. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 19 sep 2023 section h3: device evaluated by manufacturer: yes device evaluation: no iol was received as part of this return. The original lens case and a piece of the original folding carton were received. Product evaluation was not performed because the complaint lens was not received with the product return. The complaint issue was not confirmed during product evaluation. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.